Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual analysis was performed on the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no incidents from this lot. The investigation was unable to determine a conclusive cause for the reported unusual appearance (balloon partially unfolded) issue as the complaint stated that the device was unused but analysis of the returned device identified blood and contrast inside the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that before use, it was noted that the 2.75 x 28 mm xience proa stent delivery balloon was partially unfolded when the protective sheath was removed. Therefore, the device was replaced with another 2.75 x 28 mm xience proa stent delivery system to successfully complete the procedure. There was no patient involvement. No additional information was provided. Returned device analysis revealed that the device was used in the anatomy and the stent partially deployed and remained on the stent delivery system.